Event description:
It was reported that subsequent to the implant of a protegen sling, the patient suffered injuries and the device was removed in 2000. The device was not returned for evaluation.

Event description:
Additional info received from the pt included experiencing vaginal bleeding, infection, odor, and pain; and incontinence. Additionally, the pt reported a cystocle repair and rectocele repair were done at the time of device implant. Co's directions for use outline as potential complications: "infection..."